Event description:
Reporter alleged when he inserted new batteries into the meter, the compact plus meter had smoke coming from the back of it where the battery compartment is located. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.